Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are hrs and hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was treated with a 4.5 variable angle condylar distal femoral plate on an unknown date, was noted to have a non-union. The patient was revised on (B)(6) 2016; the plate and an unknown number of screws were explanted and a retrograde femoral nail was implanted in the construct's place. The devices were easily removed, with no surgical delay, no additional medical intervention and no harm to the patient. The patient status was noted to be stable at the end of the procedure. This report is 1 of 2 for (B)(4).